Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8; h2; h4; h6; h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause of the reportable malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a glitch was observed on the screen of the subject device and that the image had noise. The issue was found during set up / inspection for use for an unspecified procedure. There were no reports of patient involvement.